Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea", dec 2007, vol 26, pgs 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two eye centers. Fifteen cases of fusarium keratitis were reported at the two centers from jan 2005 through may 2006. There were a total of 6 cases reported in the previous 30 months. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 patients wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pt wore acuvue but were unsure of the type; these are identified in the study only as "acuvue". One patient wore acuvue bifocal and one patient used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear." Patient 5 was a 67 y/o retired teacher with no recent ocular trauma and no recent travel to a tropical climate. Onset of symptoms od was 2005. The pt wore acuvue bifocal product. The age of the contact lens solution, renu multiplus, is unk as is the age of the contact lens. The patient habitually rinsed the contact lens case with tap water. The pt reportedly did not sleep in lenses and treatment included topical gatifloxacin, topical vancomycin, topical tobramycin and topical ofloxacin. Rx for fusarium included oral voriconazole, topical voriconazole and topical amphotericin b. No add'l info is available. All MDR events are reviewed at quarterly mgmt review meetings. Cornea, vol 26, no. 10, dec 2007 published by lippincott williams & wilkins "an outbreak of fusarium keratitis associated with contact lens use in the united states".

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.